Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the 2.75x38 mm xience prime stent was implanted in the left anterior descending coronary artery. The patient had chest tightness on (B)(6) 2017, was admitted to the hospital and treated with medication. The condition resolved and the patient was discharged from the hospital on (B)(6) 2017. No additional information was provided.